Event description:
It was reported that during a shoulder arthroscopy the tip of the device broke off during insertion. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-4068-45l batch 2306126630 was received for evaluation. Visual inspection found that the returned instrument is missing the curve tip. It was noted to be scratched and slightly bent at the distal end of the shaft. Functional testing was not performed due to the damage to the device. The most likely cause(s) for the reported failure is prying/leveraging the device against bone or another instrument.